Event description:
On (B)(6) 2024 it was reported that this peritoneal dialysis (pd) patient was hospitalized for fluid volume overload and fluid on the lungs. The patient was reportedly discharged from the hospital with drain ports in place to continue draining the pleural fluid. The patient¿s peritoneal dialysis registered nurse (pdrn) was requesting a replacement liberty select cycler due to draining issues encountered during treatment. The patient had previously called technical support early in the morning on the same date ((B)(6) 2024) for drain issues; however, fibrin was discovered in the drain bags. The patient was advised to notify the pdrn about the fibrin. Additional information was obtained through follow-up with the pdrn. The patient had been experiencing drain alarms on the liberty select cycler during pd treatment. All the fluid was not draining from the patient. The patient did not report this to the pdrn, and the patient decided to complete manual exchanges instead of using the cycler. The patient was required to complete four manual exchanges daily; however, only completed two exchanges. This resulted in the patient being fluid overloaded. The patient began experiencing coughing and shortness of breath. The patient went to the emergency room (ER) (around (B)(6) 2024, specific date unknown) and was admitted to the hospital with a diagnosis of pleural effusion. The patient had drain ports placed to drain the fluid from the pleural space. During the hospitalization, the patient developed bacterial pneumonia from the fluid. The patient¿s course of treatment was not available. The patient was discharged on (B)(6) 2024 with drain ports in place. The patient continued to encounter drain issues with the liberty select cycler after discharge and a replacement was requested. The patient received the replacement cycler and reported to the pdrn that treatments are going better. The pdrn stated the patient does not tend to call in when she is experiencing issues. The patient was seen in the clinic on (B)(6) 2024 for a dressing change as the ports had been removed (date unknown). Prior to the hospitalization, the patient had only been utilizing 1.5% delflex solution. Now, the patient alternates between 1.5% and 2.5%.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test ¿ passed. System air leak test ¿ passed. A post-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. Also found: top cover screw loose. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2024 it was reported that this peritoneal dialysis (pd) patient was hospitalized for fluid volume overload and fluid on the lungs. The patient was reportedly discharged from the hospital with drain ports in place to continue draining the pleural fluid. The patient¿s peritoneal dialysis registered nurse (pdrn) was requesting a replacement liberty select cycler due to draining issues encountered during treatment. The patient had previously called technical support early in the morning on the same date ((B)(6) 2024) for drain issues; however, fibrin was discovered in the drain bags. The patient was advised to notify the pdrn about the fibrin. Additional information was obtained through follow-up with the pdrn. The patient had been experiencing drain alarms on the liberty select cycler during pd treatment. All the fluid was not draining from the patient. The patient did not report this to the pdrn, and the patient decided to complete manual exchanges instead of using the cycler. The patient was required to complete four manual exchanges daily; however, only completed two exchanges. This resulted in the patient being fluid overloaded. The patient began experiencing coughing and shortness of breath. The patient went to the emergency room (ER) (around (B)(6) 2024, specific date unknown) and was admitted to the hospital with a diagnosis of pleural effusion. The patient had drain ports placed to drain the fluid from the pleural space. During the hospitalization, the patient developed bacterial pneumonia from the fluid. The patient¿s course of treatment was not available. The patient was discharged on (B)(6) 2024 with drain ports in place. The patient continued to encounter drain issues with the liberty select cycler after discharge and a replacement was requested. The patient received the replacement cycler and reported to the pdrn that treatments are going better. The pdrn stated the patient does not tend to call in when she is experiencing issues. The patient was seen in the clinic on (B)(6) 2024 for a dressing change as the ports had been removed (date unknown). Prior to the hospitalization, the patient had only been utilizing 1.5% delflex solution. Now, the patient alternates between 1.5% and 2.5%.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of pleural effusion with hospitalization and subsequent bacterial pneumonia. However, there is no documentation in the complaint file to show a device malfunction or deficiency caused the patient¿s adverse event. The patient reported to the pdrn that she was encountering drain alarms on the cycler. There are two documented calls to technical support in which the patient called for assistance with a drain alarm. The first was resolved on the phone with the patient. The second call found fibrin in the drain bags which would be a possible explanation for the drain alarms. Fibrin occurs as a result of protein formation from fibrinogen in the blood. Strands of fibrin lead to poor drainage (i.e. Inflow and outflow) and is usually seen in the outflow bag as pieces of cotton wool. Slow outflow can be a problem in patients using automated peritoneal dialysis (apd), resulting in excessive machine alarms. Additionally, the patient decided to use manual exchanges instead of clinically troubleshooting the drain alarm issue. The patient did not follow the prescription of 4 exchanges and only completed two per day instead which led to an excess in fluid. It is unknown if the patient was treated for the fibrin issue in the hospital. Based on the available information, and no evidence of malfunction, the liberty select cycler can be excluded as the cause of the patient¿s pleural effusion with subsequent bacterial pneumonia and hospitalization.

Event description:
On (B)(6) 2024 it was reported that this peritoneal dialysis (pd) patient was hospitalized for fluid volume overload and fluid on the lungs. The patient was reportedly discharged from the hospital with drain ports in place to continue draining the pleural fluid. The patient¿s peritoneal dialysis registered nurse (pdrn) was requesting a replacement liberty select cycler due to draining issues encountered during treatment. The patient had previously called technical support early in the morning on the same date ((B)(6) 2024) for drain issues; however, fibrin was discovered in the drain bags. The patient was advised to notify the pdrn about the fibrin. Additional information was obtained through follow-up with the pdrn. The patient had been experiencing drain alarms on the liberty select cycler during pd treatment. All the fluid was not draining from the patient. The patient did not report this to the pdrn, and the patient decided to complete manual exchanges instead of using the cycler. The patient was required to complete four manual exchanges daily; however, only completed two exchanges. This resulted in the patient being fluid overloaded. The patient began experiencing coughing and shortness of breath. The patient went to the emergency room (ER) (around (B)(6) 2024, specific date unknown) and was admitted to the hospital with a diagnosis of pleural effusion. The patient had drain ports placed to drain the fluid from the pleural space. During the hospitalization, the patient developed bacterial pneumonia from the fluid. The patient¿s course of treatment was not available. The patient was discharged on (B)(6) 2024 with drain ports in place. The patient continued to encounter drain issues with the liberty select cycler after discharge and a replacement was requested. The patient received the replacement cycler and reported to the pdrn that treatments are going better. The pdrn stated the patient does not tend to call in when she is experiencing issues. The patient was seen in the clinic on (B)(6) 2024 for a dressing change as the ports had been removed (date unknown). Prior to the hospitalization, the patient had only been utilizing 1.5% delflex solution. Now, the patient alternates between 1.5% and 2.5%.